Event description:
It was reported that the lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG comm error" message. Complainant indicated that there was no pt involvement in the reported malfunction.